Event description:
Out of 12 units in use for a trial, 3 or 25% failed during operation giving an alert "module error". This renders the co2 function inoperable and requires the unit be sent back to masimo for evaluation.